Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was 330 mg/dl at the time of the incident. Customer also experience hyperglycemia and had to treat it with the insulin pump. It was reported that the customer was not able to self-deliver a bolus because the critical block and inverse critical block did not add to zero. During troubleshooting, customer was able to rewind the insulin pump, clear the alarm, and complete a fill cannula. Customer noted the fill cannula was not recorded in the daily history. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 15 alarm noted during testing. Unit was received with scratched case.